Event description:
Procedure type: prostatectomy. According to the reporter: the balloon either ruptured, or it was punctured during the procedure, therefore, it would not inflate. A new instrument was used to complete the procedure. No patient injury was reported.